Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was intermittently responsive. The customer also reported there was a delay with button presses. Customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found moisture was visible behind the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.